Manufacturer narrative:
The investigation of access site bleeding has been completed. The pump was returned for investigation. Data log review was not required for this case. According to the clinical report, blood was leaking from the repositioning sheath entry point, which ceased after a slight adjustment in catheter position. The returned product showed no visual damage to the repositioning sheath. Leak testing of the repositioning sheath revealed a leak from the hemostasis valve at 60 mmhg. Further close-up imaging confirmed the valve was damaged. The cause of the access site bleeding issue was most likely damaged valve.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿

Event description:
It was reported that while implanted with an impella rp flex, the patient experienced blood leaking from where the impella catheter enters the repositioning sheath. When the device was pulled back slightly, the leaking would cease. The patient was successfully weaned from the device and survived.